Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated while in its box. The device was not used at an implant and there is no patient involvement.